Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one photo was received by our quality team for investigation. Upon visual inspection, it shows a syringe with a needle assembly connected to it. From the photo it is not possible to confirm the reported concern. A device history record could not be evaluated as the lot number is unknown. Investigation conclusion: based on the quality team's investigation, the root cause of this incident cannot be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 100 needle 18x1 rb experienced volumetric inaccuracy. The following information was provided by the customer: material no: 305195. Batch/lot: unknown. It was reported that the facility has "patients who use these products to draw up medication. Due to the loss of medication that gets left behind in the syringe/ needle hub, patients are short medication prior to their next refill." Customer text: is it possible to find out how much volume is contained in the luer lock portion of the syringe and the hub of the precision glide needles? We have patients who use these bd products to draw up medication. Due to the loss of medication that gets left behind in the syringe/ needle hub, patients are short medication prior to their next refill. We are trying to figure work with our pharmacy team to account for the loss in each syringe and needle hub and supply patients with appropriate volumes of medication.